Event description:
The following has been reported: error 17/54 power supply board defective reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. The power supply board and the battery were found to be defective and were sent back to brézins for further investigation. This complaint manages the defective power supply board. During internal tests, the power supply board was found as functional. Therefore, the root cause of the reported event could be linked to another part that can only be tested with its associated device. The reported event is not valid for this complaint. To our knowledge this complaint is not being related to patient safety. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.